Manufacturer narrative:
(B)(4). Method: visual inspection (B)(4); interoperability evaluation (B)(4); actual device evaluated (B)(4). Results: no failure detected (B)(4). Conclusion: no failure detected, device operated within specification (B)(4). One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the returned battery revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of the returned controller revealed that the device failed to meet specifications; the device failed visual inspection as result of damaged pins in power port 1 connector; the damaged pin prevented the battery from making a proper connection, thus, functional testing could not be performed. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate controllers and battery chargers connector with bent socket pins and damaged connector body. The most likely root cause of the reported event can be attributed to a forced connection. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that when the patient was getting out of the car he received a "power disconnect" alarm on port one of the controller. The patient had a battery connected to that side but it was not registering. He tried connecting a second battery with the same result. Upon inspection, it was noted that there were damaged pins in port 1. The site reported that it was unknown how the damage to the pins occurred, there was no use of force or damage to the controller or power sources. There was no loss of power to the device. There have been no further report of alarms. The controller was exchanged with no reported effect on the patient. Investigation is ongoing.